Manufacturer narrative:
The reported complaint of the lifeband not retracting and an unknown error message displayed were confirmed during the initial functional testing and in the archive review. The unknown error message was ua19 (max applied load exceeded) error message which was observed during the functional testing and in the archive data which may have been contributed to the lifeband not retracting. Visual inspection was performed and found that the front enclosure was cracked, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured on 08/05/2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Archive review showed multiple faults of ua07 (discrepancy between load 1 and load 2 too large), ua19 (max applied load exceeded) and ua18 (max take-up revolution exceeded) error messages on the reported event date of (B)(6) 2017. However, ua18 and ua07 were unrelated to the reported complaint. Ua07 (discrepancy between load 1 and load 2 too large) error indicates that the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. Possible causes for ua07 to occur can be due to the patient is not correctly oriented on the autopulse, the patient has shifted, load cells were damaged and or internal component/ or malfunction.ua18 (max take-up revolution exceeded) error message indicates that during take up, the driveshaft has moved the lifeband past the maximum allowable take up depth without detecting a patient. Possible causes for ua18 to occur can be due to "the patient is too small or not present and or the lifeband is open. Functional testing was performed and failed due to ua19 error message appeared on the first compression. It was found that the drive shaft was very stiff when rotated, clutch deburring was performed to remedy the ua19 error code. After ua19 error code was cleared, the autopulse also displayed fault 08 at the very first compression. The motor controller board was replaced to remedy the ua08 error message. Once service was completed, the autopulse was tested and passed the functional testing with no issue or faults. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during patient use the autopulse lifeband would not retract. According to the customer, the platform had to restart continuously however, the issue was not resolved. The customer does not know what error message was displayed on the platform. The use of the autopulse was discontinued. Manual CPR was performed for an unknown length of time. No patient outcome was provided. No patient harm or consequence was reported.